Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the superpulsed laser system displayed system error code 10 when plugged in and ready for use. The customer tried a new fiber and the device turned on / off twice, the system displayed the same error. The issue was found during a therapeutic laser - kidney stone procedure. The procedure was completed using a similar device, with a delay of six to eight minutes. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the error code is generating in relation to an issue with the device e-stop button. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.